Event description:
During a treatment procedure to implant a greenfield filter, the legs did not fully deploy. The physician has inserted the first filter through the femoral vein. Using a jugular approach, a second vena cava filter was implanted to successfully complete the procedure. No pt injury or complications were reported. Add'l info has been requested.